Event description:
Information was received indicating that an error was noted with a smiths medical cadd cassette reservoir. Subsequently, cassette was changed. No patient consequences were reported. No adverse effects were reported.